Manufacturer narrative:
Lifescan has requested the returned of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that his one touch basic enhanced meter read inaccurately low. The pt denied testing his blood glucose level prior to feeling weak and having mouth dryness. Information was not provided as to when the pt had last tested his blood glucose prior to experiencing the described symptoms. He obtained results of 11, 24, and 30 mg/dl on the reported meter while symptomatic; the reading dates and times were not provided. The pt went to the ER. A result of 258 mg/dl was obtained on another device. The pt received a glucose test and no other treatment nineteen days earlier at 1 pm. No information was provided regarding the pt's diabetes treatment regimen. It is not known whether the pt takes diabetes medication. The customer care advocate (cca) discovered that the pt's test strips and control solution had expired in 2004. Testing with expired test strips can cause inaccurate results. The meter was replaced. The complaint is reported because the pt alleges he received hypoglycemic readings on the lfs product while experiencing symptoms that suggested hyperglycemia. A hyperglycemic reading was obtained at the ER.